Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated the cycler had a fluid leaking inside the cassette door and had noticed the fluid leaking when she removed the tubing set . The pdrn stated that she was training the patient jose and the cycler had "dc drain complication" and "m31 air detected in cassette" alarms during treatment. Additional follow-up revealed the patient was being trained using a facility cycler and was provided prophylactic medication as a precaution due to the reported fluid leak. The pdrn stated the patient remained asymptomatic and no infection occurred as a result of the reported fluid leak. The pdrn stated the disposable sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated the cycler had a fluid leaking inside the cassette door and had noticed the fluid leaking when she removed the tubing set . The pdrn stated that she was training the patient (B)(6) and the cycler had "dc drain complication" and "m31 air detected in cassette" alarms during treatment. Additional follow-up revealed the patient was being trained using a facility cycler and was provided prophylactic medication as a precaution due to the reported fluid leak. The pdrn stated the patient remained asymptomatic and no infection occurred as a result of the reported fluid leak. The pdrn stated the disposable sample was discarded and was no longer available for evaluation.